Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular lead dislodgement was observed. The device was reprogrammed and no interventions were taken to resolve the issue. The patient was stable and will continue to be monitored.